Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-27. H6: investigation summary bd received 7 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was observed, however the photos are not conclusive of how the leakage occurred. Additionally, 7 customer samples were evaluated by visual examination and leakage testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "leakage of blood at the level of the flash chamber."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "leakage of blood at the level of the flash chamber."